Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. An improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result as follows; on (B)(6) 2015, inratio: 2.1 (warfarin increased), on (B)(6) 2015 lab 4.8 (warfarin held), on (B)(6) 2015 lab 4.7 (warfarin held). Additionally, on (B)(6) 2015 the patient resumed normal warfarin dosage and (B)(6) 2015 received an inratio 1.6. Patients' therapeutic range is 2.5-3.5. The patient reported adding multiple drops of blood and being hospitalized on (B)(6) 2015 for chemotherapy and discharged (B)(6) 2015, heparin flush was performed near the end of discharge (no additional information provided). Warfarin increased on (B)(6) 2015 which is an appropriate change. Even though there was a dosage change based on the inratio result, it is unlikely to cause patient harm. Warfarin was held on (B)(6) 2015 which is an appropriate change. Even though there was a dosage change based on the lab results, it is unlikely to cause patient harm.